Event description:
The patient reported the surgeon implanted a 12.6mm micl12.6 implantable collamer lens in his left eye (os). The patient reported eye is sensitive to light and has been diagnosed with glaucoma. The icl was implanted on (B)(6) 2010 and remains implanted. The facility indicated the date of the last post-op visit was (B)(6) 2010 and they are unaware of the patient's current condition. At the post-op visit, the patient had great ucva, had normal intraocular pressure and vault. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Method: medical review. Results: per medical review - based on the provided information, it is unlikely that there was not any medical and/or surgical treatment for diagnosed glaucoma patient. Even though excessive lens vaulting and/or pigment dispersion could cause pupilary block, angle narrowing and increased iop, no secondary glaucoma related to icl surgery was reported so far. The cause of the event is unknown. Conclusions: based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4). (Other): lens implanted. Evaluation codes: method - (other): work order search results - (other): a lens work order search was performed and no similar complaints were found within the work order. Conclusions -(no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens implanted.